Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-july-05, information was received from a patient receiving baclofen (unknown dose and concentration) via an implantable pump for intractable spasticity and other spasticity. The patient reported that about 6-7 years ago, the patient had an overdose. The patient stated that several years ago, the pump was "too high" and their doctor told them that they were "very overdosed". The patient reported that their healthcare professional (hcp) lowered the dose and that's when they stated to have hallucinations. The patient stated that when they hallucinated, they turned off their night light and would see a strange glow and then the light would go away. No further information was provided.